Manufacturer narrative:
One opened polymer I/a tip in a wrench was received in a bag for the reported issue of aspiration failure. The returned tip was visually inspected and was found to be conforming. The sample was then functional tested for occlusion water flow and was found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be visually and functionally conforming, therefore an aspiration failure of the tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the ia tip was manufactured to specifications. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that aspiration failure of the fluidic management system occurred during the simultaneous cataract and glaucoma surgery. Customer suspected that irrigation aspiration tip or handpiece was clogged, the surgery was completed on the same day after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).